Manufacturer narrative:
After battery installation, the down and middle (enter) keypad buttons were intermittent. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform the displacement test due to the keypad problem. There is a scratch that goes through the right keypad button. The keypad dome underneath is flattened as a result. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the right arrow button of insulin pump had dent and stuck. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.